Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2

Event description:
Reference number (B)(4) event occurred in the united states it was reported that patient faced 2 infusion sets cannula kinked events on(B)(6)2024 within 3 hours of insertion. The insertion site was abdomen.patient replaced infusion sets and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.